Manufacturer narrative:
The insulin pump was received with scratched display window, cracked at battery tube threads and cracked reservoir tube lip. The device passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm noted.

Event description:
The customer reported via phone call that the insulin pump had a low reservoir and a no delivery alarm. He stated the alarm was resolved by a complete set change. The insulin pump passed the displacement test. The customer also reported that the device had a scratched screen and he had difficulty reading the display. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.